Event description:
It was reported that the pump stopped the second time and there was no clear explanation for the pump stop, but they were able to get it restarted. It was confirmed that the second pump stopped event occurred on 01april2026. The pump started registering flow early in the morning on (B)(6) 2026. Prior to this, the patient was evaluated and listed cardiac transplant. And was an inpatient waiting.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.